Event description:
On (B)(6) 2012, surgery was confirmed to have occurred on (B)(6) 2012. The explanted generator was received on (B)(4) 2012, and is currently undergoing product analysis.

Event description:
On (B)(6) 2012, a fax was received from this vns patient's physician. The physician stated that the patient's increase in seizures was first observed between (B)(6) 2012 and (B)(6)2012. The physician stated that the relationship of the increase to vns was possible due to weakening battery; however, the tests were okay, so the physician did not know. The physician stated that she did not know the relationship of the increased seizures to pre-vns levels, but that it was not worse. Programming changes were made prior to the increase in seizures: on (B)(6) 2012, the patient's output was increased. The patient was also reported to be very sleep deprived all of the time. The patient's generator replacement was stated to be for prophylactic reasons as the device has been in since (B)(6) 2005. Surgery is likely but has not taken place to date.

Manufacturer narrative:
Analysis of programming history

Event description:
Product analysis was approved on (B)(4) 2012. In the pa lab, the device output signal was monitored for more than 24-hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(4) 2012, clinic notes dated (B)(6) 2012 were received for this vns patient. The notes indicated that the patient was last seen on (B)(6) 2012 at which time her vns was reprogrammed by increasing the output current. Her medications were not changed. The patient believed that her seizures were worse and wondered if the vns was starting to run down. The patient had two generalized tonic-clonic (gtc) seizures with falling and injury and still has eye rolling. The patient's eye rolling occurs every day but is not as bad as it was. The patient's seizures are classified as complex absence; however, the patient refers to them as eye-rolling. The patient reported not having gtc seizures since (B)(6) (year unknown). The patient tolerates vns well. The patient's settings, normal mode diagnostics, and lead mode were provided. It was also stated that the vns test normally; however, based on a prior battery life calculation, the battery is expected to reach end of battery life sometime after (B)(6). The physician indicated that the generator probably needs to be replaced given how long it has been in. The physician did not reprogram the device at this appointment. Clinic notes also reported that the patient has chronic insomnia since before vns. It was stated that sleep deprivation likely contributes to poor seizure control as well. A battery life calculation was performed on (B)(6) 2012. The results indicated 0.36 years to eri = yes. Attempts for additional information have been unsuccessful to date. Surgery is likely but has not taken place to date.